Manufacturer narrative:
Investigation:the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi was informed that a perforation occurred, and the patient expired, but the physician stated the events were not the fault of the csi device. Upon further investigation, the physician declined to provide his medical reasoning for ruling out the csi device. Therefore, csi is reporting this event in good faith. Additional device and patient data were not released to csi's field representatives. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If additional information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
A perforation occurred in the right coronary artery (rca). The patient expired.